Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg for investigation, the complaint could not be confirmed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pump free flowed. They stated that they had inserted the tubing into the pump, while it was not attached to the patient, and that the fluid began "flowing out the distal end" of the set. The initial reporter also stated that they used the pump after this to complete the scheduled infusion, and that the pump delivered as expected. Mmdg did follow up with the initial reporter who stated that there were no adverse effects to the patient, but no other information was provided. (B)(4).